Event description:
Additional information indicated that it used to take a couple of hours to recharge their implantable neurostimulator (ins), but now it takes a couple of hours over several weeks. It was also noted that the coupling bars were inconsistent and fluctuated between 0 and 8 bars. The inconsistency was not positional. It was also reported that the movement of the ins had pulled on the wires. There was no falls or trauma paired with the incident. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the power on reset (por) condition was displayed. It was noted that the patient was not able to adjust the stimulation with the antenna attached. It was noted that the patient programmer would only adjust without the antenna. The patient further reported that the display showed the 'call your doctor' icon. It was further reported that the patient was experiencing coupling and communication issues with the device. It was noted that an internal neurostimulator (ins) overdischarge was suspected. It was further noted that the patient 'thought she charged 2 weeks ago, but was not sure.' The patient stated that 'she neglected to charge.' It was noted that the patient thought her device was 'half way.' It was further noted nothing happened when the patient pushed the green button on the recharger. It was indicated that the patient had a por on the recharger when using the antenna locate feature, which then lead to the normal recharging screen. It was further reported that the patient was 'feeling an overstimulation in her head and the device was rapidly pulsating.' It was noted that this sensation was different than normal and the 'device went out of charge.' It was noted that the batteries in the patient programmer were dead. The patient stated that she had been recharging the device and 'the device was going off in her head and pulsating like crazy.' It was noted that the patient was able to find batteries for the patient programmer, cleared the por, and was able to turn down the stimulation. It was noted that the patient had a scheduled appointment. Additional information received reported that this event was attributed to the ins and 'patient understanding.' No abnormal impedance measurements were reported. It was noted that the patient was reprogrammed in (B)(6) 2012 and 'was out of range for the stimulator.' No patient injury was reported. The patient was not hospitalized due to this event. Additional information received on (B)(6) 2012 reported that the 'device was moving around in the pocket area.' It was noted that the patient felt a shocking or jolting sensation and this was related to the incident in (B)(6) 2012. It was noted that the patient 'may have turned on the stimulation before decreasing.'

Manufacturer narrative:
Product ID neu_pouch_acc, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n283097, implanted: (B)(6) 2011, product type accessory. (B)(4).